Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and noise during an episode of atrial fibrillation (af). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.